Event description:
The customer reported an inability to obtain etco2 readings during a pt event. There was no negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported an inability to obtain etco2 readings during a pt event. There was no negative pt impact. The device was evaluated by a philips fse. The issue was isolated to a faulty etco2 module. The etco2 module was replaced to resolve the symptom. The device passed all testing and was returned to service. This was a malfunction of the etco2 module that caused an inability to obtain etco2 values.